Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head became detached from the elongated part- precision clean brush heads [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that after brushing a number of times with oral-b power oral care refills precision clean, the head became detached from the elongated part of 3 of the brush heads. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6) 2017 consumer follow-up via e-mail: the consumer reported that the gray logo stayed on the brush when scratched with a coin, even when force was applied. No further information was provided.